Event description:
The following literature publication was reviewed:Manunga J, Hanif H, Cravero E, et al. Long-term outcomes of open versus endovascular complex aortic aneurysm repairs at centers without access to custom made devices in the fenestrated/branched stent graft era. J Vasc Surg. 2026;83:1-10.This retrospective study evaluated long-term outcomes of complex aortic aneurysm repair using Gore Viabahn self-expanding stent grafts used within physician-modified fenestrated/branched endovascular aneurysm repair (F/B-EVAR) constructs, compared with open surgical repair (OR). Non-Gore devices included Cook Zenith Fenestrated, Cook Alpha, Cook TX2, Atrium iCAST bridging stent grafts, and other Cook Zenith platform components. A total of 507 patients with complex aortic aneurysms, including juxtarenal, pararenal, paravisceral, and thoracoabdominal aortic aneurysms, underwent repair between January 2010 and December 2023; 350 patients underwent F/B-EVAR and 157 underwent OR. F/B-EVAR procedures used physician-modified fenestrated/branched devices with incorporation of visceral target vessels, whereas OR involved suprarenal, supramesenteric, or thoracic aortic clamping. Overall technical success was achieved in 494 patients, including 339 F/B-EVAR patients and 157 OR patients. In the F/B-EVAR cohort, 1232 of 1239 target vessels were successfully incorporated. Completion angiography identified 7 type Ia endoleaks, 2 type Ib endoleaks, and 7 type III endoleaks; 2 patients required laparotomy for superior mesenteric artery dissection. Thirty-day mortality occurred in 12 F/B-EVAR patients and 3 OR patients. Major adverse events occurred in 71 F/B-EVAR patients and 23 OR patients. In the F/B-EVAR group, At 1-month follow-up, all completion type Ia, type Ib, and type III endoleaks had resolved. During long-term follow-up of 60 months, 34 endoleaks were reported in the F/B-EVAR group, including 13 type Ia, 9 type Ib, 2 type Ic, and 10 type III endoleaks; 13 patients required reintervention for endoleak. Five-year survival was reported in 85% of F/B-EVAR patients and 89% of OR patients, and all long-term deaths were attributed to underlying comorbidities rather than aneurysm-related causes. This case captures the use of Gore Viabahn self-expanding stent grafts within physician-modified fenestrated/branched endovascular repairs in a cohort that experienced 7 type Ia endoleaks, Ib endoleaks, 7 type III endoleaks at completion angiography, 34 long-term endoleaks, 13 endoleak-related reinterventions, with no device-specific attribution reported.

Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined, and the information provided to Gore cannot be connected to a specific device.The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Cause of the reported event cannot be established based on the information reported to Gore. Further information regarding this event was requested by Gore, but no further information has been reported, therefore this investigation is considered complete. W. L. Gore & Associates, Inc. (Gore) is submitting this report to comply with 21 C.F.R. part 803, the Medical Device Reporting regulation. This report is based upon information obtained by Gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, Gore, or its associates that the device, Gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to Part 803. This statement should be included with any information or report disclosed to the Public under the Freedom of Information Act.